Event description:
The report we received from our affiliate indicated that during a stenting procedure to the iliac artery, the sds balloon ruptured at 5 atmospheres. The stent was deployed however, and another unknown balloon was used to post-diltate the stent and successfully complete the procedure. The target lesion was heavily calcified with moderate tortuosity and 80% stenosis. There was no report of patient injury. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the iliac artery the balloon was reported to have ruptured. The vessel was described as heavily calcified with moderate tortuosity and an 80% stenosis. Additionally, the palmaz stent delivery system was also reported to rupture during deployment of the stent. There was no reported patient injury. Please note that as the analysis has been completed, the results and findings are presented as follows: the product was not returned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile not number. Review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed burst pressure testing prior to release. Conclusion: with the information available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. Please note that this device (p1505e, lot#r0205335) is distributed outside the united states; however it is similar to the u.s. Distributed product p1506.